Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation. The irritation was described as skin tags which bled. The patient's nurse bandaged the affected skin. The current medical condition of the irritation is unknown, as multiple follow-up attempts were not successful.